Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01612, 01613. This event occurred in (B)(6).

Event description:
Allegedly after the surgery the surgeon found loosening around the cup by x-ray and the patient didn't feel any pain on the diseased site during routine medical check-up. Revision surgery was performed. Normal activity level.